Event description:
It was reported that during a laparoscopic sigma procedure, after reloading, staples were malformed. Another like device was used to complete the procedure. There was no patient consequence.